Event description:
It was reported that the patient had infection. Scheduled for a wash out with exchange of poly components of (B)(6) 2013. More info later.

Event description:
It was reported that the patient had infection. Scheduled for a wash out with exchange of poly components of (B)(6) 2013. More info later.

Event description:
It was reported that the patient had infection. Scheduled for a wash out with exchange of poly components of (B)(6) 2013. More info later.

Manufacturer narrative:
Additional devices listed in this report: cat uh1-45-26, lot mkewkm, description: uhr bipolar 26x45mm cat 6260-9-326, lot 37739102, description: 26mm +8 lfit v40 head; cat 64956009, lot ctd791, description: gmrs connection piece 90mm lft; cat 64956050, lot s49fp, description: gmrs extension piece 50mm. It cannot be determined which, if any of these devices may have caused or contributed to the patients' experience. Additional information has been requested and if received, will be provided in the supplemental report. Product not returned to manufacturer.

Manufacturer narrative:
Device history review determined that the lot was manufactured and packed to specification. A review of the sterilization records verified the sterility of the reported product lot. Complaint history review confirmed that there have been no similar events for the lot or sterile lot. A medical review was not performed as no medical records were provided. The event could not be confirmed. Based on the information provided, the investigation concluded that there is no evidence to suggest that the reported event is manufacturing related. It is noted that when the double barrier packaging is opened, the sterility of any device becomes a function of handling and surgical technique and is beyond stryker's control. No further investigation is required at this time.

Manufacturer narrative:
The event was not confirmed as no device was returned and no medical records were provided. DHR review determined that the lot was manufactured and packed to specification. A review of the sterilization records verified the sterility of the reported product lot. Chr review confirmed that there have been no similar events for the lot or sterile lot. Based on the information provided, the investigation concluded that there is no evidence to suggest that the reported event is manufacturing related. It is noted that when the double barrier packaging is opened, the sterility of any device becomes a function of handling and surgical technique and is beyond stryker's control.

Manufacturer narrative:
The patient is (B)(6) in height.

Event description:
It was reported that, on(B)(6) 2013 the patient was scheduled to wash out and all poly parts were changed out.